Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical prostatectomy - radical w/o lymphadenectomy procedure, the jaw cover of the synchroseal instrument had a tear. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found the upper jaw overmold was found to be broken and separated from the electrode, but there were no missing pieces found. The separated plastic piece was placed on the electrode and there didn't appear to be any piece of the overmold missing. No damage was found on other distal end components. Instrument logs show 42 minutes of use with 14 coag, 22 seal and 90 transect events indicating a nominal usage. The complaint regarding jaw cover tear was confirmed by failure analysis. The probable root cause of broken instrument grip tips can be attributed to damage during use. The jaw over mold can possibly break and get separated from the jaw during intraoperative collisions, or by applying excessive force on the instrument shafts and/or tips during handling, insertion, usage or removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sychroseal instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Isi followed up with the initial reporter and obtained the following additional information: customer stated, the reported issue is not related to the observation of arcing. They stated no comment in regard to the surgeon's opinion and there are no images or video for review. Patient demographic information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customers stated that there nothing fell into the patient's body and that there was no patient injury. Isi received the da vinci product to perform failure analysis. The syncroseal instrument was analyzed and found to have the plastic portion of the grips broken. A piece approximately 0.528" x 0.124 was found to be broken off. The broken piece was partially wedged underneath the jaw cover when returned. There are possibly fragments missing. Components adjacent to this broken grip do not show damage. The complaint regarding a jaw cover tear was confirmed by failure analysis. The probable root cause of the broken instrument grips -tips is attributed to damage during use, which may result from applying excess force on the instrument shafts or tips during handling, insertion, usage overloading or removal.

Event description:
Refer to h11 for follow-up information.